Event description:
A report was received from (B)(6) that stated an 840 ventilator experienced an erratic display. The malfunction did not occur during pt use.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the customer reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb). The ventilator then passed calibrations, the extended self-test (est), the short self-test (sst), o2 calibrations, electrical safety, and the performance verification test (pvt). (B)(4).